Manufacturer narrative:
Correction to manufacturer now provided. Correction: delay was approximately ten minutes. During onsite investigation, it was also found that the extra pendant dongle was loose, the medtronic representative then tightened it. The pleora box was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Installed pleora box in the imaging system. The system readies as expected and both 2d and 3d imaging are successful. The reported event could not be duplicated by medtronic personnel. The mobile view station (mvs) interface cable was returned. Conclusion not yet available as evaluation is still in progress.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. During testing, the cable passed bench communications and continuity testing. When installed on the imaging system, no problems found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the interface (umbilical) cable and pleora assembly were replaced on the imaging system proactively. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the entered standalone mode without prompt from the user. The reported issue occurred after performing 2d image acquisitions. The site restarted and reseated the interface (umbilical) cable but the imaging system entered standalone mode again. The second restart restored functionality to the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.